Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported his blood glucose was over 600 mg/dl. Reportedly, the patient went to the hospital and was admitted as blood sugar level was not going down and was over 600 mg/dl. The patient also had nausea and was vomiting at the time of the incident. The cannula was found to be bent. The patient was on continuous insulin drip ever since he has arrived at the hospital. The patient changed the infusion set three times before going to the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available